Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that the ins has not been working for 3 years and that it only worked for 2 years at the most. Patient also reported that they lost functioning of their left leg which stated after they got the stimulator. No further complications were noted or anticipated.